Manufacturer narrative:
Philips checked the system and confirmed that the capacitors failed in the converter causing smoke. Converters are ul 94 certified, and therefore any possible fire will self-extinguish. The converter was replaced with a new converter, which is much more robust against mains disturbances and will prevent early failure of the converter. Philips has opened an investigation as a follow up for the noted complaint.

Event description:
It was reported to philips that smoke came out of the generator. No patient was in the room at the time of this incident. No harm was reported to philips.